Manufacturer narrative:
Field service engineer went on-site and did not find any malfunction of the device. The reported problem was not confirmed. The device was confirmed, to be operating, per specifications. And no failure was identified. The device remains operational. And at customer site.

Event description:
The customer reported that it did not alarm at the central station. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.